Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is completed.

Event description:
Customer reported receiving erratic readings on their freestyle freedom blood glucose monitor. Customer reported receiving readings of 389 mg/dl and 50 mg/dl within 10 minutes. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "c" zone showing he difference in values to be clinically significant. The customer reports squeezing the site excessively to obtain sample. There was no report of death, serious injury or mistreatment associated with this event.